Event description:
The lead had a bmw 0.014 wire inserted from the proximal terminal end prior to being inserted into the delivery catheter and the scrub nurse notes that it had more resistance than usual when approaching the distal tip. The bmw wire was removed, wiped down with saline solution and reinserted with the same feeling of resistance at the distal end. The lead and wire were inserted into the target vessel. The wire got to the intended position but the lead would not track. Upon trying to remove the bmw wire and try a different wire, it was discovered that the bmw wire would not come back. A new (B)(6) was opened and attempted in a different vessel as they could not get back into the original target vessel. The questionable lead with the stuck bmw wire are being returned for analysis. A 3830 lbb lead was successfully placed. The 4074-52 lead was capped as it was determined by the md that he wanted to use a dual chamber configuration for this patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).